Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the syringe needle became blocked after inserting the needle into the cartridge septum. Additionally, it was reported that the insulin reservoir bag burst. There was no reported impact to customer's blood glucose. No additional patient or event information available.